Event description:
Atrial unipolar alert 209 ohms and 190 ohms. Undersensing and ffrw oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).